Event description:
The user facility reported a 54-year-old male with acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The impella cp pump came back across the aortic valve during support. The medical staff attempted to reposition the pump unsuccessfully and decided to explant the impella cp. No patient harm has been reported.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the positioning issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the positioning issue most likely was patient movement. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures.